Manufacturer narrative:
The rvad drive module was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with biventricular support (bivad). The vad coord reported that, in order to transport the pt, the dual drive console (ddc) was unplugged from the ac power (mains) and the rvad switched to 60 bpm instead of the programmed speed. When the ddc was plugged back into the mains, the panel went blank and the rvad stopped with no alarms. The pt had to be hand pumped. The hospital staff was unable to reprogram or make adjustments to the rvad and the rvad drive module had to be reset; however, once unplugged from the mains, the rvad settings again switched to 60 bmp instead of the programmed speed. The pt was switched to another ddc with no further issue.